Event description:
Approximately five months post lvad implantation, the patient was admitted to the intensive care unit (ICU) after experiencing high watt alarms. Initial treatment included a high dose heparin infusion and nipride for blood pressure management. An integrillin infusion and tissue plasminogen activator (tpa) were later added to the treatment regimen. Integrillin infusion was interrupted due to bleeding/oozing from puncture sites. Two days later pump flows and power were reported to have increased to levels above normal operating ranges. The patient was administered a second dose of tpa; the integrillin and heparin infusions were restarted. Ten days after admission integrillin infusion was discontinued and he remained in critical condition in the ICU; he experienced episodes of ventricular tachycardia, continued nose bleeds and oozing from his puncture sites. The patient was intubated to protect his airway and received parenteral nutrition. As last reported the patient had been extubated and the pump power had decreased, indicating possible thrombus resolution; however, he remains in critical condition, dependent on parenteral nutritional support and hemodialysis.

Manufacturer narrative:
Additional information received notes that the patient remained in the hospital for ongoing treatment of suspected pump thrombus while waiting for a heart transplant. A low dose infusion of tissue plasminogen activator (tpa) was used for approximately two weeks in response to the elevated power, flow and ldh values. The patient underwent a heart transplant 25 days later, but the transplanted heart failed to start and the patient required extracorporeal membrane oxygenation (ECMO) support. Two days later, the decision was made to withdraw support and the patient expired. The physicians suspect that an underlying, undiagnosed blood and/or microvascular disease contributed to a hypercoagulable condition that resulted in the events as described. Both pumps have been returned to the manufacturer and analysis is pending. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device is used for treatment not diagnosis. The pump ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. It was reported the patient was admitted to the intensive care unit (ICU) with 'high watt' alarms and was treated with anticoagulants. The reported event was confirmed via controller log files which showed power consumption outside of normal operation; however the pathological report did not confirm thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Underlying health conditions may have predisposed the patient to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The root cause could not be conclusively determined; a possible root cause of the reported event is an obstruction with in the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.